Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was found to have a broken yaw pulley at the distal end. The yaw pulley was missing a 0.099 x 0.176. This allowed the grip to within the pulley and have a larger range of motion in the yaw. The known common cause of a broken yaw pulley is due to mishandling/ misuse. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: it was confirmed that the instrument was inspected prior to use. Furthermore, the patient has not returned due to post operative complications as of date of this report.